Manufacturer narrative:
Based on the current information provided, the cause of the procedural complication cannot be determined. Intuitive has not received the part associated with this complaint for investigation. Field service engineer (fse) was dispatched, inspected the system. Fse was unable to reproduce the reported problem. The system was tested and verified ready for use. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The monopolar curved scissors pn:470179-19 ii ln: k11230511-0225 ii sn:(B)(6) has max 10 uses and 1 remaining use during this procedure. A site review did not reveal any complaints made against this instrument.

Event description:
It was reported that during a da vinci-assisted umbilical hernia procedure, the instrument advanced rapidly on its own twice. The surgeon was assisted by his partner. The assistant surgeon was inserting monopolar curved scissors (mcs) into arm 4, which was close to the bowel, the arm jerked forward without the surgeons¿ hands in the master tool manipulator. The arm was not clutched. The mcs hit the side of the bowel which caused serosal injury. There was no bleeding associated with the event. The surgeon was able to use the robot to suture the serosal injury without issues. The customer re-draped, undocked and redocked arm #4 and the surgeon was able to complete the case without further issues.